Event description:
Originally reported to idtf, patient self tester reports: protime system inr result=2.9, unspecified lab system inr result=1.9. Patient therapeutic range 2.5-3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer awaiting additional information from end user pertaining to if product will be returned for manufacturer evaluation. Manufacturer awaiting additional information from end user pertaining to if product will be returned for manufacturer evaluation.